Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: failure to deploy, clip. Time of malfunction: during vessel closure. Symptoms/ae:none. It was reported that a physician trained in the use of starclose device attempted arteriotomy closure after an interventonal procedure. The clip did not deploy. The device was removed and the clip remained on the distal end of the device. Manual compression was used to achieve hemostais. There was no adverse pt sequela. Though requested, no additional info was available.